Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology reported to have an aortic neck of 15 mm long and severly angulated aortic neck, 80 degrees. It was reported that the physician inadvertently implanted the stent graft partially covering the left renal artery. The following day, the partially occluded left renal had totally occluded and a type I endoleak was identified. The physician elected to treat the type I endoleak by implanting two aortic cuffs, the endoleak was resolved. The implanted aortic cuffs are covering the left renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (secondary intervention) eval: results: (endoleak), (aortic neck was 15 mm long and severly angulated aortic neck, 80 degrees). Conclusions: (aortic neck was 15 mm long and severly angulated aortic neck, 80 degrees).